Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on lcd window.

Event description:
The customer's family or friend reported via phone call that the insulin pump had an unresponsive keypad after the customer had been pushed into a pool with the insulin pump still on. The caller did not know the blood glucose reading. The caller stated that she and the customer took the battery out and let it set for 3 days before reinserting the battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.